Event description:
It was reported the device was used during a breast biopsy. It was reported the sleeve of the c1530 micromark clip applier sheared off in the pt's breast after application of the micromark clip. The rep is following up for further info.